Event description:
While attempting to insert insyte autoguard IV angiocath, the plastic tip frayed, preventing the insertion of the catheter. Another attempt was required to insert the IV at a different site.